Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation feeling since (B)(6) 2016, with stimulation showing on with the patient programmer. It was further stated that the patient saw a power on reset (por) error code at an unknown time. The por was cleared by the patient and they were able to feel stimulation. Indication for implant is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.